Manufacturer narrative:
The insulin pump was received with normal operating currents and there was no unexpected off no power or low battery alarm. The device passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no unexpected low reservoir alarm and the device had scratches on the lcd window.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 400 mg/dl and as low as 40 mg/dl. Customer was advised that the insulin pump worked as designed, however the patient wanted a replacement device. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.